Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose did not come down and had absence of occlusion alarm. Customer's blood glucose value was 30 mmol/l at the time of the incident. The customer was declined troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as diabetic ketoacidosis. The customer was treated with insulin pump. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that infusion set cannula was bent. The device will not be returned for analysis.